Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva tpn bag leaked along the seal near the green clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the customer had marked the area of the alleged leak with an arrow. Functional leak testing was performed and a leak was observed at the fill port tubing weld in the back of the bag. A magnified inspection revealed that there was a small hole/tear where the bag was leaking. The reported condition was verified. The exact cause of the reported condition could not be verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.